Event description:
It was reported that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood, the outer tubing overlay insulation had cosmetic environmental stress cracking, and the outer insulation has cosmetic depression. Also, the defibrillation conductor had blood (not obstructed) and the exposed superior vena cava (svc) and right ventricular (rv) defibrillation conductors were both kinked/buckled.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.